Event description:
It was reported to medtronic neurosurgery that the doctor checked the device after implantation and found the catheter leaking.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of device performance was not possible. A review of the MFR records showed no anomalies. All of the catheters are 100% tested at the time e of MFR.